Event description:
It was reported that patient had twiddled their device. The all three leads were pulled back. The ra and rv lead were repositioned and the lv lead was removed. Existing lv lead left in place and used as a target. The device was sutured in pocket. Patient tolerated procedure well. There were no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.